Event description:
The customer reported that the device failed to boot up.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to boot up. The unit was evaluated by a philips field service engineer. The energy select switch was replaced to resolve the issue.